Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
On (B)(6) 2016, (B)(6) posted a press release regarding confirmed toxic shock syndrome (tss) cases in (B)(6). One of the cases involved ubk tampon. On (B)(6) 2016, kimberly-clark post market surveillance contacted (B)(6) and received the following information. The consumer began her menstrual cycle on (B)(6) 2016. She became ill on the evening of (B)(6) 2016. Her on-set of symptoms were flu-like: low-grade fever, body aches, vomiting, and diarrhea. The consumer was hospitalized and diagnosed with tss. (B)(6) stated they would forward kimberly-clark's contact information to the consumer and request that the consumer contact us directly; however, we have not heard from the consumer to-date.